Manufacturer narrative:
The insulin pump had intermittent act button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronic assembly during visual inspection. Device had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer stated it was raining when she was moving into the camp sight and the insulin pump was in her pocket. Blood glucose value was 150 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.